Event description:
End users daughter states that the left brake handle was not engaging. Has been resolved by the facility her mom is in. Also states that the brake handles are hard to engage. Takes a lot of force.